Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The rotaflow console and drive were functionally tested in the engineering laboratory for 5 days without any errors. The rotaflow pump rf-32 was tested with the rfd at 2000 rpm for 1.5 hours and at 3000 rpm for 2 hours and the reported event was not reproduced. The rfd was sent to the manufacturer em-tec for evaluation and after further testing the error could not be reproduced and the rfd performed within specification. (B)(4).

Event description:
On (B)(6) 2014 at the (B)(6) it was reported that the rotaflow console serial number (B)(4) used with rotaflow drive unit 9348930 alarmed and stopped pumping during a procedure. Attempts to restart the device were unsuccessful and the emergency drive was used to reinitiate flow. The console, drive and rotaflow pump (rf-32) were replaced one at a time and after the pump was replaced the system was functional again. (B)(4).